Event description:
It was reported that the implantable cardiac monitor (icm) device was giving poor signals after implant and went to a flatline. The r-wave measurements were at 0.17mv, and technical services (ts) recommends the r-wave is at least 0.20mv. Ts suggested having the physician press on the implant to see if the contact and signal was improved. The nurse pressed down on the device for about 20 seconds which improved the signal, but once released the poor contact returned. The physician then decided to reopen the pocket to replace the icm with a different one and found improved contact and measurements from the new device. No adverse patient effects were reported.